Event description:
Following the driveline repair the patient was sent home with an ungrounded cable. The healthcare professional was unaware if the alarms have occurred since the patient was at home but noted that the patient had not notified the team of any alarms at home. The patient would be seen in the clinic to discuss a potential pump exchange in the "near future."

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. This document addresses pump speed, power, flow, and pulsatility index and explains that pump power is a direct measurement of motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. The instructions for use states: "pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility." This document explains that pump flow is estimated from the pump power and notes that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system instructions for use. The heartmate ii left ventricular assist system patient handbook also contains information on caring for the driveline. Information that covers all visual/audio alarms and what action(s) should be performed when they occur is also provided in the heartmate ii left ventricular assist system patient handbook. Incidental findings: visual inspection of the driveline in its returned state revealed rescue taping in-between approximately 1.5-6.5¿ and 9.25-11.75¿ from the controller connector. Removal of the rescue taping revealed cuts to the silicone sleeve in-between approximately 2.5-5.0¿ and 9.75-10.75¿ from the controller connector. Low speed events were confirmed via the submitted log file data. The submitted log files contained overlapping data spanning from (B)(6)r2021 at 23:36:48 to (B)(6) 2021 at 00:36:04, per the timestamps. A low speed event was captured on (B)(6) 2021, beginning at 02:53:11, while the system was supported with the mobile power unit. Another low speed event was captured on (B)(6) 2021, beginning at 06:43:04, while the system was supported with the power module. Following the reported distal end driveline repair additional low speed events were captured on (B)(6) 2021, beginning at 13:50:33, while the system was supported with the power module. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with potential wire compromise within the patient¿s driveline; however, a specific cause for the low speed events cannot be conclusively determined through the evaluation of the returned portion of driveline. A distal end driveline repair was performed by an abbott technical services representative on 07jun2021. The approximately 16.0" segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The patient was placed on an ungrounded patient cable and no further alarms/events have been reported at this time. The patient remains ongoing on (B)(6) and will follow up with the clinic about a potential pump exchange in the future. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing low speed alarms, no pump stops had occurred. Review of the patient's log files revealed 3 low speed advisories, these occurred while the patient was on the power module. The patient was not experiencing any symptoms, their lactate dehydrogenase levels remained normal and no additional heart failure symptoms occurred. The patient was sent home with an ungrounded cable and power module. The patient had a percutaneous lead repair performed on (B)(6) 2021. The repair was performed approximately 4 inches from the exit site. The patient experienced a driveline disconnect and pump stop event on (B)(6) 2021 at 11:57 am, this was associated with the driveline repair. Following the repair the patient continued to have low speed events, the pump's speed was dropping as low as 6460 rpms. It was suspected that there was a short to shield further up the cable, internal from the point of repair. No further information was provided.